Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was hot and took battery out and the battery was brown and nothing on the screen. Customer stated that the insulin pump's battery compartment and the whole insulin pump was hot and the screen was zoning in and out and then shut down completely. No harm requiring medical intervention was reported. The device will be returned for analysis.